Event description:
It was reported that the gem v/nv 20dp ckv 2ss 117-in 20pk experienced air bubbles and device damage/deformation. The following information was provided by the initial reporter: customer informed leaking of a pin prick hole at the top of the blue connecter. Item 2420-0500. Indicated air bubble in line a few minutes later another air bubble looks like a small hole where blue connecter goes into top of the pump.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of a small hole with leakage and air bubbles where blue connector goes into top of pump could not be verified due to the product not being returned for failure investigation.t he root cause of this failure was not identified as no product was returned. A device history record review could not be performed on model 2420-0500 because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 117-in 20pk experienced air bubbles and device damage/deformation. The following information was provided by the initial reporter: customer informed leaking of a pin prick hole at the top of the blue connecter. Item 2420-0500. Indicated air bubble in line a few minutes later another air bubble looks like a small hole where blue connecter goes into top of the pump.